Event description:
Device malfunction: none (device #2). Symptoms/ae: pseudoaneurysm and occlusion. Time of symptoms/ae: post vessel closure. The following events were noted through a periodic article review. A prospective, single-center, nonrandomized, single arm study was performed in 30 pts that underwent aortic valve replacement from 2007 to 2008. The purpose of the study was to report acute and short-term outcomes of percutaneous aortic valve replacement (pavr) with the 18 fr corevalve revalving system. Periprocedural events were vascular access complications (16.6%) consisting of 4 cases of femoral artery pseudoaneurysm successfully managed with ultrasound-guided compression repair (3) or surgical repair (1), and 1 case of total occlusion of the femoral artery treated with thrombo-endarterectomy. There were no reported adverse pt sequelae. No additional info was provided.

Manufacturer narrative:
This report involves a prospective study noted in an article. The device was not available for analysis and device investigation could not be performed. The lot number was not provided; therefore, review of the device history record could not be performed. The reported events are known adverse events associated with the use of the device. Device #1 - prostar xl (part #12322-02; lot #unk), referenced in b5 and d11, is being filed under medwatch report #2953144-2009-01068. Attachment: corrado tamburino, md, et al; "procedural success and 30-day clinical outcomes after percutaneous aortic valve replacement using current third-generation self-expanding corevalve prosthesis", published j invasive cardiol 2009; 21:93-98. See scanned pages.